Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during threshold testing, this implantable cardioverter defibrillator (ICD) displayed radiofrequency (rf) telemetry issues. The field representative had issues ending the test while using the wand. Technical services (ts) indicated if you use rf telemetry and you have poor telemetry, you would need to cancel the rf and when the message is displayed you can end the test. The patient was not dependant. It was noted that the field representative turned rf off in the programer due to the delay in ending threshold testing with rf. The field representative also indicated that they were getting a new wand to mitigate the issue.